Event description:
A customer contacted beckman coulter inc. (Bec) stating that the bellows on their coulter lh 780 hematology analyzer was not draining and leaving fluid on the sample tube stoppers when they were pierced. The lab's exposure control/risk management plans are in place. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. A lab coat at the time of the incident. No injury or exposure was reported and no patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and found a small pinhole leak coming from the sheath restrictor tubing near the differential mix chamber. Fse cleaned the spill and replaced lower sheath restrictor tubing. There was no further evidence of leaking. Repairs were verified per established procedures and results met published performance specifications. The root cause of the leak was a small pinhole in the sheath restrictor tubing near the differential mix chamber. The bec internal identifier for this event is (B)(4).